Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in australia.

Event description:
It was reported that before surgery, the unit had an electrical cord that was frayed and required replacement. There was no patient involvement. Due diligence is complete.